Event description:
It was reported that high impedance was observed on the patients vns. It was stated that on the last visit several months prior, the patients vns diagnostics were within normal limits. The patient was referred for vns replacement surgery. A review of device history records revealed that the lead passed quality control inspection prior to distribution. The patient underwent full vns replacement surgery. The explanted products were received by the manufacturer and are pending product analysis. No additional relevant information has been received to date.

Event description:
Lead product analysis was completed. The allegations of high impedance were confirmed in the product analysis, or pa, lab. The portion of the lead assembly containing the electrodes was not returned for analysis and, therefore, evaluation as to that portion of the lead could not be performed. The quadfilar coil was found to be broken. Scanning electron microscopy, or sem, was performed and identified some of the broken coil strands as being mechanically damaged, preventing identification of the coil fracture type with fine pitting. The area on one of the broken strands was identified as having evidence of a stress induced fracture (fatigue). It was believed that stimulation was present for a certain period of time as evidenced by the pitting. No other anomalies were observed. The set-screw marks indicated that a good mechanical and electrical connection was present at one point. With the exception of the discontinuity, the condition of the returned lead portion was consistent with those typically following explant. Generator product analysis was completed. The generator was explanted for prophylactic replacement. Various electrical loads were attached to the generator and diagnostics were as expected. The generator performed according to functional specifications. There were no performance or other adverse conditions found with the generator.

Manufacturer narrative:
(B)(4).